Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump continued to receive a "calibration required" message even though pump was calibrated several times. It was also reported that pump was not going into auto-mode as a result of calibration message. It was reported that customer experienced low blood glucose of 54 mg/dl and treated with food. Customer declined troubleshooting for low blood glucose.